Event description:
Revision surgery - the pt had instability.

Manufacturer narrative:
On (B)(6) 2013 an agent reported a revision surgery that took place after the patient experienced instability. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. The explanted parts in this surgery were implanted during two separate surgeries; the primary and the first revision of the left knee. The primary surgery was performed on (B)(6) 2012. The first revision (left knee) was performed (B)(6) 2012. The current revision (bilateral) is the third surgery for the left knee and occurred (B)(6) 2013. This included removal of the (p/n 233-01-104), 3d femur and replaced with a (p/n 205-01-004) 3d femur, and removal of the (p/n 391-13-704) insert, replaced with a (p/n 360-13-502) insert. There was no information is available about patient activity level, weight, accidents, or contraindications that would contribute to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number for instability. The root cause of the instability was not determined with confidence. There is no evidence of a product, material, design, or manufacturing problem that contributed to the revision surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.